Event description:
Dealer states he had recently replaced right actuator and its running slower than the left. He also states its binding and you have to pull up on the legrest to get it to come fully up. Swapped leads on the dliam module and same result.